Event description:
On a manual wheelchair, a caster bolt broke. Pt was thrown from the chair. They could have broken their neck but were able to cushion fall with hand and arm. An injury to shoulder was, however, aggravated. Pt's family member replaced the broken bolt. Medical supply replaced the other 3 bolts. All bolts are in pt's posession. They all show thread damage.